Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and during the load process. The customers blood glucose (bg) level was impacted 250 mg/dl. The customer would change supplies and bolus via the pump to stabilize bg level. The customer stated to have received cartridge alarm 19 since receiving the pump. It was indicated that the customer had backup pump available for alternate insulin therapy.